Event description:
Patient legal counsel reported patient underwent an initial total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to alleged tissue necrosis, loosening of the prosthesis and elevated chromium and cobalt levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "material sensitivity reactions." And "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08981).